Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a garbled screen. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a garbled screen was confirmed by baxter personnel during product evaluation. The root cause was assigned to lines on the main display. The main display was replaced to correct this condition. (B)(4).this involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.